Event description:
Pt revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
Primary reported as 10 years ago. Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the surgeon cleaned out 2 small cysts packed with bone graft. The implants were well fixed, adverse reaction to poly suspected. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 10 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.